Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error on their insulin pump. The customer's blood glucose at the time was unknown. It was reported that the customer states the device was working just fine, but now the device's down arrow is stuck and cannot navigate through the options. Troubleshooting was reported to be conducted. The customer was advised to revert to back up plan, and that the device would have to be returned. The device is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump was received with intermittent down button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked reservoir tube lip and stained end cap sticker.